Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose (bg) level was 283 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. The reported occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.